Event description:
It was reported that the patient heard lead integrity alert (lia) from the device and went to the hospital. The device was checked and there was oversensing and high impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 5 non-sustained tachycardia and 1 ventricular fibrillation (vf) episode were recorded between (B)(6) 2013 and (B)(6) 2013. Additionally, 764 of the 767 lifetime ventricular sic occurred since (B)(6) 2013. The lead integrity alert (lia) was triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and abnormal lead impedance. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013 and (B)(6) 2013. The ventricular pace impedance rose from an approximate baseline of 650 ohms to greater than 2000 ohms on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. A 5076-45, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).